Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s mother) contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter displayed inaccurately high results compared to another meter. The complaint was classified based on the original customer care advocate (cca) documentation. The reporter claimed that the patient had trusted the subject meter until (B)(6) 2017. She reported that on that date, her son¿s friends had bought him home ¿passed out¿ between 9pm and 10pm. The reporter indicated that when she was able to talk to her son, he ¿felt hot¿ and ¿was having trouble breathing¿. She reported that she contacted the emergency medical services (ems) and she obtained a blood glucose result on the subject meter of ¿83 mg/dl¿. She reported that the ems arrived just after she did the test, and they obtained results on their accu-chek meter of ¿47 mg/dl¿ and ¿45 mg/dl¿ about two minutes later. Based on statistical methodology, the calculated difference between the results on the subject meter and the ems meter falls outside lfs¿ accuracy criteria. The reporter indicated that ems had her son take 2 glucose gel tabs and orange juice. She reported that 15 minutes later, the ems meter read in the 90's; she indicated that the subject meter¿s reading was higher but she was unable to remember the number obtained. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site and the reporter described the correct testing steps. The reporter did not have testing supplies available and the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. In conclusion, this complaint is being reported for the following reasons: although the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the start of the alleged inaccuracy with the meter, there is insufficient information to rule out the contribution of the subject meter to the event. In addition, the alleged inaccuracy was not resolved during troubleshooting.